Event description:
Patient reported their aligners cracked two of their teeth, the back molar and front tooth. They both had to be extracted and the patient got implants for both. Those implants failed and they had to start the implant process over. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.